Event description:
Caller states the pt tested 8.0 inr on coaguchek system 1 and 5.9 inr on coaguchek system 2. Coumadin was held due to device result, however, no adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with a1 pt for suspect device in coaguchek system 2.